Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor displayed a service code 105 (pulse test relay stuck). The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the j1001 connector on the computer/analog pca. The cause of the service code was the damaged connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying a service code.